Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient went to the emergency room and was hospitalized for the event. It was reported that proper management and medical treatment was given (no further details was reported). At the time of this report, the event was still ongoing. The patient was advised to be on pd rest for one month. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.